Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that no signs of breaks/fractures at tip. However, analysis did reveal that the glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. Based on the device analysis found the cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a procedure the fiber was forward firing after 120,000 joules and 6 minutes of use. The procedure was completed. The fiber tip and cap was not cleaned during the procedure. No patient or user harm occurred due to this event.

Event description:
It was reported that during a procedure the fiber was forward firing after 120,000 joules and 6 minutes of use. The procedure was completed. The fiber tip and cap was not cleaned during the procedure. No patient or user harm occurred due to this event.